Event description:
It was reported that the lead was explanted due to suspected fracture. Oversensing was noted.

Manufacturer narrative:
External insulation abrasions were found at 13.0cm to 14.2cm and 15.0cm to 15.1cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations. This damage is consistent with the reported oversensing issue. However, no evidence to support the reported fracture was found.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.